Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label "keratoconus" should be added. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -15.00/2.0/165 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault, significant reduction of iridocorneal angles, pigment on icl and mid-dilated pupil. Reportedly "brown pigmentations on icl, patient can see edges of icl while indoor" and "there is some pigment dispersion due to the high vault and pupil may be slightly trapped in a mid-dilated state hence the edge effect on vision. We will proceed with smaller size lens and we will forward you the calculation soon." The lens remains implanted. The problem was not resolved. The reporter indicated the cause of the event was the device. H6: health effect- clinical code: "4581- significant reduction of iridocorneal angles, pigment on icl and mid-dilated pupil" should be added. H6: health effect - impact code (f): "4614' should be added. H6: medical device problem code (a): "2993" should be added. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "2137" should be added. H6- medical device problem code: "1401" should be added. B5-the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -15.00/2.0/165 (sphere/cylinder/axis) into the patient's right eye (od). The patient experienced an excessive vault and refractive surprise. Reportedly "post-operatively "high vaults & refractive surprise" and "2 patients I recently did toric icls and unfortunately they both seem to have high vault. They are both keratoconic with high prescriptions so they had high power lenses, and although their vault is >1000microns they have good iops and open angles."the lens remains implanted. (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.00/2.0/165 (sphere/cylinder/axis) was implanted into the patient's right eye (od) and seems to have high vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) and seems to have high vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.